Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went on a water ride while connected to the pump and now the touchscreen has become unresponsive. Reportedly, the touchscreen no longer illuminates. Customer's blood glucose level was 150 mg/dl. Customer delivered a manual injection to address blood glucose levels. It was indicated that the customer has a back up method for continued insulin therapy.